Manufacturer narrative:
This device is expected to be returned for analysis. This report will be update upon the completion of the investigation. (B)(4).

Event description:
It was reported that this device was explanted and replaced. During a previous follow-up, prior to the patient receiving radiotherapy treatment, the remaining battery had approximately one year left. After the radiotherapy treatments, the device had switched to safety mode, and the battery was completely empty. It was also indicated that pacing interruptions occurred. Therefore, this device was immediately replaced without any complications. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that while this cardiac resynchronization therapy pacemaker (crt-p) was implanted, the patient underwent head radiotherapy. Prior to the radiation therapy, the device was interrogated and confirmed to have approximately one year of battery life remaining. After the radiotherapy was delivered, the device was interrogated and it was noted that the pacemaker was operating in safety mode. As a result, the device was explanted and replaced. No adverse patient effects were reported. Please note: this supplemental report is being submitted to provide an update/correction of the device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.